Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. (B)(4). (B)(6) adverse incident report reference no (B)(4); submitted (B)(6). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2019. In (B)(6) 2020, the patient reported vaginal erosion with exposure of the sling. The patient went to the operating room on (B)(6) 2020 and again on (B)(6) 2020. The patient underwent a new procedure on (B)(6) 2021. The patient states that they are currently in debilitating pain when sitting and wearing pants.

Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2019. During the implantation procedure, sling placement was challenging on the left side but was completed without tension. Postoperative healing was difficult. Following the implantation, the patient endured severe physical and psychological distress, including recurrent urinary tract infections, perineal pain, urinary difficulties, constipation, and dyspareunia, adversely affecting her daily life. Delays in diagnosing and managing complications exacerbated her suffering and sense of abandonment. She claimed to have suffered medical costs, miscellaneous expenditures, and lost earnings, while future financial burdens involve ongoing healthcare costs, home and vehicle adaptations, assistance needs, and career implications. Additionally, the patient underwent functional deficits, physical and mental suffering, and aesthetic damage, evolving into long-term disability, social limitations, and persistent discomfort. Furthermore, her family has also experienced personal and economic hardship, with increased caregiving responsibilities disrupting their professional and daily lives. On (B)(6) 2019, due to weak yellowish discharge, a non-inflammatory scar, and a small granuloma, an emergency consultation was necessitated. No signs of infection were detected, and gynecological betadine was prescribed. On (B)(6) 2020, the patient presented with brown discharge and a slow urination without a urinary tract infection, and absence of leakage on exertion. During examination, persistence of sutures and further healing were noted. She was to present again for follow-up a month later. On (B)(6) 2020, the patient complained of right intravaginal pain, which has been increasing since the last consultation. During examination, absence of pain on uterine mobilization was noted. Palpation of the sensitive right slope and lump at 12 o'clock of the vaginal entrance were noted. On speculum examination, no bleeding of endouterine origin, physiological leucorrhea were noted. The cervix was healthy looking. It was concluded that the strip should be exposed and that it was necessary to direct the healing by mucogynism. The patient was to return to the operating room within 15 days. On (B)(6) 2020, the patient underwent revision of the exposed mesh, indicated by persistent postoperative pain, delayed healing, and erosion. At a postoperative consultation on (B)(6) 2020, the patient had no visible mesh exposure. However, at a post-operative consultation on (B)(6) 2020, the patient noted an improvement in pain, but there was a 1 cm exposure of the mesh strip, prompting consideration for further surgical intervention. On (B)(6) 2020, revision surgery was performed to excise approximately 2 cm of exposed mesh. On (B)(6) 2020, the patient reported vulvar discomfort at the right-sided scar site and persistent pain unrelieved by doliprane. Examination showed no visible prosthesis or inflammation, and the site appeared well healed. Despite continued pain, the patient was reportedly doing well on (B)(6) 2020. By (B)(6) 2020, she experienced pain relief, resolution of urinary leakage, and showed good vaginal healing with no abnormal findings on examination. On (B)(6) 2020, the patient returned with vaginal pain with burning sensation and some persistent urinary leakage. Examination revealed yellowish discharge but no evidence of scar separation or tenderness. On (B)(6) 2020, she reported continued fluctuating, burning pain, though examination remained unremarkable. Analgesics were adjusted accordingly. On (B)(6) 2020, persistent pain prompted another consultation, which identified a 2 mm flange at the posterior vaginal fork. Further testing for vaginosis or candidiasis was ordered. Shortly after, the patient was advised by her physician that the pain was unrelated to the prior surgery and was referred to another provider. On (B)(6) 2020, a pelvic magnetic resonance imaging (MRI) was performed, which revealed a myomatous uterus with no other abnormalities. On (B)(6) 2020, the patient presented with disabling pain. Examination revealed a small vaginal perforation likely from scarring, and MRI findings confirmed a large fibroid causing seating difficulties. She required anesthetic ointment for symptom relief. On (B)(6) 2020, she reported severe itching and burning and wondered about a possible diagnosis of lichen sclerosus. By (B)(6) 2020, chronic perineal pain persisted, preventing her from remaining in a sitting position. Examination revealed a vaginal tear along the path of the prior urethral band and a depression of over 2 cm in the vaginal wall toward the bladder, with mild irritation and no infection signs. On (B)(6) 2020, the patient presented with a mesh exposure. On (B)(6) 2021, the patient presented with an approximately 2 mm mesh exteriorization and painful vaginal opening. Mild urinary incontinence had reappeared, though improved from the preoperative state. A lower approach sectioning of the suburethral prosthesis was recommended. Intraoperatively, a localized prosthetic erosion was identified in the left lateral cul-de-sac, with exposed bluish fibers. A 10 mm vaginal excision was performed, and the prosthesis was cut. Postoperatively, spontaneous urination resumed normally. During follow-up, the patient reported persistent pain in the left hemivulva and along the ischiopubic branch, suggestive of pudendal neuralgia. She requested prosthesis removal but was advised against it due to the risk of worsening symptoms. Lyrica was initially prescribed but later substituted with neurontin on (B)(6) 2021. On (B)(6) 2021, she presented again with intolerable side effects from both medications and ongoing acute vaginal pain. She inquired about postoperative follow-up options in coordination with a u.s.-based specialist. A complete prosthesis removal was eventually proposed, with clear communication that pain might persist despite removal. The surgery proved challenging due to extensive scarring and adhesion. Both the right and left groin arms of the prosthesis were deeply embedded in tendon and periosteum, particularly on the left side. The distal urethral wall was found to be thin, and the meatus was patent, consistent with prior surgeries and significant fibrosis. On (B)(6) 2022, the patient underwent a rectal sigmoidoscopy, revealing probable rectal intussusception, which responded well to glycerin suppositories. Further evaluation with pelvic MRI was recommended. On (B)(6) 2022, the patient reported significant pain relief postoperatively, with a return to physical activity and sexual function. However, she also noted vulvar irritation and protrusion of a lump. Examination confirmed a third-degree posterior colpocele and a first-degree hysterocele, without anterior colpocele or urinary incontinence. On (B)(6) 2022, the patient underwent gastroscopy and colonoscopy. The gastroscopy revealed mild, inactive chronic antrum-fundic gastritis without atrophy or intestinal metaplasia. Colonoscopy findings included a resected right-angle tubular adenoma with low-grade dysplasia and normal ileal mucosa on biopsy. On (B)(6) 2023, the patient presented for treatment of her pelvic organ prolapse.

Manufacturer narrative:
Block h11: blocks a2, b5, d7a, e1, g1, h6, and h9 have been updated. Block a1: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials will not be documented/reported. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019, as chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr.(B)(6). The removing physicians are: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E2006 - erosion. E2114 - perforation. E0123 - nerve damage. E1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1901 - additional surgery. F2301 - additional device required. F1202 - disability.